Event description:
A user facility has reported an incident where a patient fell out of the sling due to loop disconnection during a transfer. Reportedly the end user fractured left shoulder and right ankle. The facility has been called for additional information. The facility is retaining the sample. No further information was provided by the facility on the outcome of the injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. In speaking with the reporter of this incident it was learned from the outside representative for icc that the facility contacted him and asked that he come out to look at the lift. He stated that the facility told him that they are not returning the lift. He believes that the safety clips were removed from the hanger bar and in fact the hanger bar was replaced with a non-invacare model. I advised that if the lift is not coming back, then we require maintenance and repair history. The product is not being returned at this time. The outside representative will try to get pictures. The facility has verbally reported there was only one repair within the last six months and it was on the spreader bar ((B)(4) 2012). There were adjustments made to the legs of the unit, but the date was unknown. (B)(6) did confirm that there were 2 cna's present in the room at the time of the transfer. Also a request was made to confirm the serial number as the one provided is incorrect. If any further information is received a supplemental report will be filed.